Manufacturer narrative:
Product event summary: the pscc100 pulseselect catheter with lot 0012769564 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the spiral array pebax tube was observed to be bulged. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Catheter to sheath compatibility testing was performed. The catheter's array was pulled into the capture device and then inserted into the sheath, without any issue. No anomalies were identified during multiple insertion/retraction attempts. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, the distal arm pebax tube was observed to be ribbed. In conclusion, the reported spiral array knot was observed through testing. The reported inverted spiral array, difficulty retracting catheter into sheath, and slide control slide hard to move/does not move were not observed through testing. The catheter failed the returned product inspection due to a ribbed distal arm pebax tube of spiral array and a bulged spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a left atrial ablation procedure using the pulseselect catheter, there was difficulty inserting and removing the catheter. The catheter electrode was observed to be folded back and wrapped around the central axis in a figure-eight shape, and the slide bar was no longer usable. Upon withdrawal of the catheter from the body, the tip was found to be knotted. After the knot was untied, an attempt was made to reinsert the catheter into the sheath, but the distal electrode no. 1 showed an obvious damaged fold. The catheter was replaced during the procedure due to safety concerns. The procedure was switched and completed with cryo. No patient complications have been reported as a result of this event.